Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus ,any part') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included irregular periods, dyspareunia and menopausal symptoms. Concomitant products included calcium carbonate;colecalciferol (vitamin d 2000). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, laparoscopic, with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: date of visit (B)(6) 2020. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus ,any part') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included irregular periods, dyspareunia and menopausal symptoms. Concomitant products included calcium carbonate;cholecalciferol (vitamin d 2000). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, laparoscopic, with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: date of visit (B)(6) 2020 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.